Event description:
A large ventral hernia was repaired using permacol in a pt concomitantly with an open cholecystectomy. 2-3 days later the pt needed to be re-explored for other reasons and the doctor noticed that the permacol was breaking down. He replaced that piece and encountered a number of enterotomies that were repaired successfully. At this time antibiotic coverage was provided with cefatan. The pt developed a seroma, which the doctor described as normal, but then the pt's white count spiked and pt had pain. The wound was drained and debrided, and packed open. The wound then dehisced as the fascia pulled away from the mesh and the mesh dissolved.